Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that while the patient was hospitalized, they were given medication that "knocked me out so bad I peed all over myself, and I don't wet the bed". They indicated they were needing a healthcare provider (hcp) to manage the pump, a list of hcp's was emailed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving hydromorphone (4.77 mg/day) via an implantable pump for non-malignant pain. It was reported that about 6 weeks ago the patient's pump was critical alarming as the pump had run dry because they had to change their appointments a couple of times. The personal therapy manager (ptm) was not letting them bolus. They stated there was a mix up on the appointment to get the pump refilled. They kept hearing the alarm but were not sure what it was and had withdrawals. They were able to get in and had the pump refilled which resolved the issue. When asked dose and concentration they stated 4.77 then stated 1.44 per hour. Troubleshooting not required. Additional information was received from the patient who reported that they were in withdrawal and needed a company representative's (rep) help. Patient services sent an email to the field to reach out to the patient. The patient called back again and stated they did not want to eat until this situation was resolved and if it got to the point where they were out of their mind, they didn't know what they would do to themselves. They were in the hospital and had been taken by paramedics 4 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.